Event description:
It was reported that on (B)(6) 2009, the patient presented with pre-op diagnosis of failed laminectomy syndrome and post op diagnosis was failed laminectomy syndrome, fracture of left l3-l4 facet. The patient underwent following procedures : laminectomy l3-l4 with bilateral facetectomy and foraminotomies. Transforaminal interbody fusion with the insertion of expedium polyaxial pedicle screws l3-l4. Insertion of a 10 mm leopard cage packed with autologous bone graft as well as bone morphogenic protein . Posterolateral fusion. Per op-notes ,"... A large facet fragment was encountered and removed. Once this was done, pedicle screws were placed in l3 and l4 bilaterally this was done in a standard fashion."

Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at l3-4 with interbody cage. To achieve fusion, surgery was performed using rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.